Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was observed waer at fold in the proximal end of the cylinder; the momentary squeeze (ms) pump did not pass activation test. Finally, the spherical reservoir presented wear at a fold in reservoir shell. There was no additional information provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. D4 unique identifier (UDI) for reservoir: (B)(4). The first cylinder was microscopically inspected and leak testing. It was found a hole in the proximal end of the cylinder from sharp instrument. Additionally, it was observed to had wear at fold in the proximal end of the cylinder. The cylinder did not pass the leakage testing due to the leak found in the proximal end of the cylinder caused by the sharp instrument. The remaining cylinder presented wear at fold in the proximal end of the cylinder; however, the cylinder passed the leakage test. Momentary squeeze (ms) pump passed visual inspection and the leakage test. Ms pump did not pass activation tests. Spherical reservoir was microscopically inspected, and it was observed to had wear at a fold in reservoir shell. Spherical reservoir passed leakage test. Based on the information available and analysis results, the ms pump did not pass activation tests, which could have caused or contributed to a mechanical problem in the device.